Event description:
It was reported that the bd neoflon¿ pro safety arterial cannula shut-off valve malfunctioned and leaked blood as a result. The following information was provided by the initial reporter, translated from italian: "malfunctioning of the shut-off valve with blood loss."

Manufacturer narrative:
H.6. Investigation summary: in response to the event reported, a device history review was conducted for lot number 1120043. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is delta med. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot# 1120043 was not found for the reported catalog# 380074. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd neoflon¿ pro safety arterial cannula shut-off valve malfunctioned and leaked blood as a result. The following information was provided by the initial reporter, translated from italian: "malfunctioning of the shut-off valve with blood loss."